Manufacturer narrative:
(B)(4)

Event description:
It was reported that a loss of capture and sensing was observed on the pulse generator. A revision procedure was performed on (B)(6) 2015. The lead had not been fully inserted into the header port of the device. It was reconnected. The patient was noted to be in good condition following the procedure.